Event description:
It was reported that a pediatric user experienced fluctuating glucose control while using the ilet, including recurrent hypoglycemia with reported values in the 50¿60 mg/dl range and intermittent prolonged hyperglycemia around 200 mg/dl, with the caregiver noting use of meal announcements as corrections and suspected overcorrection contributing to a ¿roller coaster¿ pattern; two alerts or alarms were noted. Symptoms included low and high blood glucose episodes. Outcomes included transient impact on daily activities without need for medical intervention. Investigation included review of user-reported data and counseling on dosing practices. Investigation of this case revealed user technique factors, including use of meal announcements as corrections and potential overcorrection, as likely contributors. It was concluded that device function was not confirmed to be at fault and that user management factors likely contributed to the reported events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.